Manufacturer narrative:
The patient had persistent atrial undersensing and because of this there was a loss of biventricular stimulation. Implantation of a pace-sense ra lead was performed and the device was reprogrammed. The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported after approx. 3 months implantation time, the lead showed atrial undersensing. The device is under observation. Potential for implantation of a new ra lead.